Manufacturer narrative:
The device received with unexpected battery power loss and other battery issues. Insulin pump had high sleep current due to moisture damage on electronic assembly.

Event description:
Customer reported via phone call that the insulin pump had replace battery alert. Customer received a low battery alert prior to the replace battery alert. Customer¿s blood glucose value was 180mg/dl. Customer stated that it was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Insulin pump will be returned for analysis.